Manufacturer narrative:
Device evaluated by MFR: device analysis revealed a detached imaging window from the lapjoint. No other visual damages were encountered upon visual inspection. The mdu and ilab system were used to perform a functional inspection on the device along with the above referenced calibrated equipment. Impedance testing shows a wave form with presence of transmission line but very weak transduce. During image characterization testing, a poor image appeared in the ilab system. The detachment was observed in the microscope. The measure of the lapjoint section is within specification. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray analysis, no discernible defect could be seen.

Event description:
Reportable based on device analysis completed on 30nov2019. It was reported that lost image occurred. The target lesion was located in the coronary artery. During the first pullback of the opticross imaging catheter, the image stopped appearing. The procedure was competed with another of the same device. No patient complications were reported. However, device analysis revealed a detached imaging window from the lapjoint.